Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the insulin pump. Customer reported that the pump shut off without warning after a battery change. Customer reported that the pump has also experienced multiple button errors. Customer's blood glucose at the time of the incident was 95 mg/dl. Troubleshooting was done and the issue remained unresolved. Product is not expected to return.

Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm, low battery alarm, failed battery test alarm, power loss alarm or blank display noted. Unit was received with intermittent esc button response due to flattened esc button dome switch (no crease). Keypad connector was fully locked. No button error alarm noted during testing. No cosmetic damage noted.